Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscope reprocessor disinfectant solution was not replaced properly according to the instructions. The issue occurred during the field service engineers visit to the facility. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be that since the user did not read IFU carefully, their disinfectant replacement method was incorrect, causing the suggested event. The event can be detected & prevented by following the instructions for use which state: ¿oer-pro operation manual¿ chapter 3 inspection before use 3.10 checking the disinfectant solution concentration level prior to reprocessing, check the concentration of the disinfectant solution using a test strip to verify that the concentration of disinfectant solution meets the minimum recommended concentration. Replace the disinfectant solution when it fails to meet the minimum recommended concentration or beyond the specified use life. Chapter 7 routine maintenance 7.12 replacing the disinfectant solution when the disinfectant solution in the device is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution. Acecide-c product overview olympus will continue to monitor field performance for this device.